Event description:
It was reported to boston scientific corporation on september 17, 2007 that a hydrothermablator (hta) procedure set with tenaculum stabilizer and disposable heater canister was used during a therapeutic hydrothermal ablation procedure four days prior. (Patient age and weight unknown). According to the complainant, during the procedure, during the ablation phase, the doctor got a 2cc fluid loss, doctor continued got another fluid loss of 7cc at about 8 minutes into the case (the machine did alarm). Physician noticed there was a small burn (about an inch, first degree, treated with silvadene) on the cervix: physician aborted the case. The patient's condition was reported as "fine."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed.